Event description:
Ous MDR - after an implantation period of about 48 months, oversensing with artifacts was reported. There is a suspicion of twiddler syndrome. No worsening of the pt's health status was reported. This device was explanted and replaced. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.